Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that there was a hospitalization for a high blood glucose of 515 mg/dl. The customer was taken to the emergency room because she thought she was having a heart attack. The blood glucose was stabilized and discharged. The drive support cap was normal and recessed. The customer observed no leaks or air bubbles and insulin did exit with the manual prime. The site was not sore or irritated, but upon removal, the infusion set cannula was bent. The time and date and bolus and basal settings were correct. The customer was advised to call back if the unexplained high blood glucose persisted.